Event description:
It was reported that this patients home monitoring system triggered a red alert due to high out of range shock impedance measurement, measuring greater than 125 ohms. Technical services (ts) was consulted and offered troubleshooting and programming recommendations. The plan is to discuss with the physician. The rv lead remains in service. No adverse patient effects were reported.